Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient has not contacted the facility for further follow-up. The recipient remains implanted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient was reportedly experiencing decreased retention. The recipient underwent skin flap reduction surgery. The recipient's retention issues have been resolved. The recipient is now experiencing loss of lock, followed by sound quality issues and intermittencies. The recipient external equipment was exchanged and programming adjustments were made however, the issue was not resolved.